Manufacturer narrative:
Date of event was approximated to (B)(6) 2017 as the vaginal beeding reportedly occurred in 2017. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: dkma adverse incident report reference no (B)(4); submitted to dkma (danish medicines agency) by the complainant. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh was implanted into the patient during a tension-free vaginal tape-obturator procedure performed on (B)(6) 2010. According to the complainant, in 2017, the patient experienced vaginal bleeding and was then seen at urinary surgery department in holstebro. In 2019, the patient was diagnosed with mesh erosion through the vaginal mucosa. Subsequently, she underwent a procedure on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.